Manufacturer narrative:
Updated fields: d9, h3, h6, and h11. Device evaluation: the maryland bipolar forceps instrument was received and failure analysis found the proximal clevis of the instrument was found completely detached from the main tube. Additionally, the instrument was found to have a broken grip cable at the proximal clevis and a broken distal pitch cable at the proximal clevis. The cables were fully broken. The instrument was also found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, a fragment fell inside the patient and was retrieved during the same procedure using an unknown, different da vinci product. The fragment was completely removed, so no x-ray or readmission of the patient was necessary. The instrument being returned is a maryland bipolar forceps. No photographic images of the device(s) or a video recording of the procedure were available for intuitive surgical, inc. (Isi) review.

Manufacturer narrative:
The maryland bipolar forceps has not been received for failure analysis evaluation.